Event description:
It was reported that during the implant procedure, poor right ventricular (rv) lead measurements were obtained on the first two tests. Then the helix could not be extended after being retracted twice. The lead body showed a twisted/spiral shape and the physician found the lead not usable. A new lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. The shocking coil exhibited deformation and the lead body was in a spiral shape, consistent with being pulled through a constricted area. Additionally, the inner insulation was bunched and the conductor coils were deformed due to the bunched insulation pushing on the coils. This was also consistent with the lead being pulled through a constricted area. Testing was then completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. A stylet was inserted into the lead lumen with no resistance, confirming no blockage in the lumen. The helix extension/retraction issues and twisted/spiral shape observed at the implant procedure were likely caused by body fluid inside the helix housing and difficult patient anatomy.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, poor right ventricular (rv) lead measurements were obtained on the first two tests. Then the helix could not be extended after being retracted twice. The lead body showed a twisted/spiral shape and the physician found the lead not usable. A new lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.